Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The instructions for use states: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero (0) to eight (8) cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "number in safety lock ring window indicates extension of needle in centimeters." Kinks and bends can occur if the device experienced excessive pressure during use. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus), the physician used a cook echotip ultra endoscopic ultrasound needle. The needle was deformed [bend or kink in needle] after passing through the working channel of the endoscope.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed that the needle was extremely damaged. The damage present upon the returned suggest excessive pressure could have been applied to the device during use. The needle was returned in two different sections, with about 4 cm from the distal end broken off. The 4 cm of the distal end of the needle has a sharp angled bend at the 3 cm mark. During an inspection of the device, the distal end of the device that has detached lined up with the proximal end of the break and nothing appears to be missing. The cause of break in the device is unknown because the break does not present cut-like ends. The user confirmed that nothing detached inside of the patient and the break in the needle could have occurred due to pressure applied to the device. There are several kinks along the sheath of the device. The kink locations are 4.5 cm, 42.4 cm, between 77 to 78 cm, between 111 to 116 cm, and 137 cm from the distal end of the handle. When the handle is in the advanced position, the last kink that is located at 137 cm from the distal end of the handle would be outside of the sheath and distal to the endoscope channel during use. The bevel of the needle was examined under magnification and the bevel of the needle was bent back 1 mm. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The instructions for use states: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero (0) to eight (8) cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "note: number in safety lock ring window indicates extension of needle in centimeters." Kinks and bends can occur if the device experienced excessive pressure during use. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 02/28/2017: "during an endoscopic ultrasonography (eus), the physician used a cook echotip ultra endoscopic ultrasound needle. The needle was deformed [bend or kink in needle] after passing through the working channel of the endoscope." On 03/09/2017, we received the device for evaluation. The needle was found to be broken and a portion had detached. The detached portion was returned in the bag with the device. No portions of the device appear to be missing. The following information was received on 03/10/2017 from the customer regarding the state of the returned device: "the doctor broke the needle when demonstrating the problem. The needle did not break [in] the patient, has been removed entirely [was outside of the patient when broken].